Manufacturer narrative:
Batch record review, complaint review and retained testing were completed. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. (B)(4).

Event description:
Customer reporting one event of false positive result to a1 microwell of the reverse portion of mts abd/rev gel card with cap survey sample jat17 that had an expected result of group a positive. Testing performed using mts abd/rev card lot # 050119037-09 (exp 03.18.20) and 0.8% affirmagen lot # 8a024 (exp 10.22.19). Daily qc performed and acceptable (B)(6). Result of blood type from ortho provue showed the following result: anti-a= 4+; anti-b = 0; anti-d =3+ control =0; reverse a1-cell=1+ and reverse b -cell=3+. (Forward as group a ; reverse as ab). Card was brought to review rack for review. Because of abo discrepancy, testing was repeated in provue the test repeated 10.08.19 gave the same results. Customer then tested sample in tube method and showed the abo group a positive with no issue. Product handling protocol: cassette/gel card storage temperature range: as per IFU; cassette/gel card orientation: acceptable; rbc storage and handling: as per IFU; visual appearance before use: acceptable; opened vs unopened? Opened; other relevant information: none. Actions already performed by contact: none, sample was too old for additional testing when answer key was made available by cap. Troubleshooting steps performed by tsc: customer inquired if similar complaints were reported to ortho.